Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have a broken blade at the grip base point of the grip's location. A piece measuring approximately 10.80 mm x 2.02 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional dama or abnormalities. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip was damaged. The procedure was completed with no patient harm.